Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, high thresholds and no bipolar or unipolar sensing. Repositioning was attempted but repeated dislodgements occurred. The ra lead was removed from the body and tissue was observed in the helix. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.